Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as low; cause was not known. The low bg experienced led to an admission to the emergency room (ER). Customer was administered a glucagon injection by paramedics to address the bg level and customer was treated with intravenous saline fluids while in the ER. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed and a cgm error was identified at the time of the event. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. A pump reset was performed to address the cgm error that resulted in control-iq features being disabled. Customer continued to use the pump for therapy after the reset was performed.